Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touchscreen issue could not be verified, the touchscreen unresponsive issue was verified, and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the high bg was related to "having neck pains unrelated to diabetes". A correction bolus was administered to address the high bg. The customer reverted to an alternate method of insulin therapy.